Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support guided the customer through a series of steps, including inspecting and cleaning the pump components. The customer was able to successfully load the cartridge and resume insulin delivery.